Event description:
Fourth revision surgery - the patient has had multiple shoulder surgeries; had a monoblock with 44+8 glenosphere several months prior. The patient had to be revised due to the central screw coming out, and the glenosphere becoming disassociated from the morse taper. Wear was observed on the liner and it was revised as well. The surgeon feels that the patient's use of their arm, in a wheel chair, led to the hight levels of stress. He replaced the glenosphere and liner; the patient is doing well.

Manufacturer narrative:
The reason for this revision surgery was the central screw came out, and glenosphere became disassociated from morse taper. The implants were in the patient for 1 year 2 months prior to fourth revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed shows there are 9 prior complaints on part number 508-44-101, reverse shoulder prosthesis (rsp) glenoid head. Five complaints were for dislocation and disassociation and rest of the complaints were for device cracked and incorrect features. A definitive root cause for the disassociation cannot be determined; but was most likely due to patient's continuous usage of her arm in a wheel chair which lead to excessive stress or loading of the shoulder prosthesis as reported. Other factors that can contribute to this event include, trauma or excessive range of motion (rom) and improper tightening of glenoid head retaining screw. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Fifth revision surgery - the patient has had multiple shoulder surgeries; had a monoblock with 44+8 glenosphere several months prior. The patient had to be revised due to the central screw coming out, and the glenosphere became disassociated from the morse taper. Wear was observed on the liner and it was revised as well. The surgeon feels that the patient's use of the arm, in a wheel chair, led to the high level of stress. He replaced the glenosphere and liner; the patient is doing well.